Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was exposed to water and was displaying a flashing blank screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for fluid in pump and the customer reported that no response from the buttons. Troubleshooting was performed for keypad anomaly and the pump was not exposed to change in altitude. Troubleshooting was performed for display issues and the customer reported that no damage to the battery cap. Display blank for less than 30 seconds and then returned. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump powered up after battery installation. No blank display was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify the unresponsive keypad due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the trace and history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log and pump detailed trace show on 5/24/2025 at 17:47 the pump alarmed three (3) consecutive pump error 63 alarms (0x00000044) which triggered the critical pump error (open book image) alarm. The pump recorded two (2) pump error 63 (line number 19825 file number 49) and one (1) pump error 63 (line number 704 file number 2006) alarms due to a lcd test failure. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained serial number label, and pillowing keypad overlay. Blank display is not confirmed. Critical pump error (open book image) alarm and pump error 63 alarms are confirmed due to moisture damage on the electronics. Unresponsive keypad is unknown due to the critical pump error (open book image) alarm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.